Event description:
It was reported the stimulator turned on and/or off. The pt got stuck in the mud and then lost stimulation. The pt lost stimulation after falling or some other type of trauma. The pt was seen by the MFR rep. Impedance readings were >3600 ohms. The extension was replaced three months later. The extension was returned to the MFR due to breakage. The pt recovered without sequela.